Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a low anterior resection sigmoid colectomy, the stapler fired but didn't have a complete staple line. A second like stapler was used to complete the procedure. There were no patient consequences reported.